Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that the customer had a button error alarm on the insulin pump. Caller stated that the customer has been getting no delivery alarms, motor error alarms, and button error alarms. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and it passed. The pump also had minor scratches on the lcd window.